Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock for a suspected atrial driven rhythm. Technical services (ts) was consulted and discussed stored episode, with some undersensing noted. This device remains in service. No additional adverse patient effects were reported.